Event description:
The device was used during an oophorectomy procedure. Reportedly, bleeding occurred. The surgeon applied another device and cautery to complete the procedure. The hosp has reported no pt injury occurred.